Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation of an unspecified procedure, the subject device had bad image quality. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cracked body cover. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor color image due to a faulty charge-coupled device. The most probable cause of the complaint was component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation of an unspecified procedure, the subject device had bad image quality. There were no reports of patient involvement.